Event description:
It was reported that a revision surgery took place to remove and replace a precice nail that failed to distract.

Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The investigation revealed that a precice ante femur piriformis, 10.7mm x 305mm nail was reportedly not distracting after the patient fell 8 weeks post-op. X-rays reportedly showed that the nail was bent, and the nail would not lengthen. No product was returned. The DHR was reviewed and all documents indicate the device was manufactured by the specified requirements at the time and met all required inspections before shipment. Production x-rays were reviewed with no internal components showing signs of defect. Without further information or the physical device to evaluate, this complaint cannot be confirmed. It's possible the patient falling could have contributed to the bent nail, which could have caused the nail's distraction mechanism to become damaged. Without the nail or x-rays, the cause cannot be confirmed. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the event have been identified and mitigated. Furthermore, the complaint rate is within the estimated rate in the risk documentation associated with this product. Based on this risk assessment, no new or additional risk evaluation is necessary.

Event description:
It was reported that a revision surgery took place to remove and replace a precice nail that failed to distract. The patient fell 8 weeks into lengthening. X-rays showed a bent nail. Erc inoperable and nail would not lengthen.